Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that troubleshooting performed to resolve the open impedances included running the amplitude up to 2.0, but it was still open; however, it was noted here the patient¿s symptoms were doing well. The patient¿s doctor was going to have the patient try all 4 programs for a week each and see the patient in a month. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1hz23, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there were open impedances on 0/3 less than 50. The amplitude was up to 1.7 and it was still open. It was noted that an impedance check was performed and this was tested on multiple programmers. No environmental/external/patient factors may have led or contributed to the issue. No interventions/actions were taken to resolve the issue, the issue was not resolved at the time of the report, surgical intervention did not occur, and it was unknown if surgical intervention was planned. No symptoms were reported. No further complications were reported/anticipated.